Event description:
Patient was hospitalized for elevated blood glucose levels and dka.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. There is no reported pump malfunction and the patient has stated that scar tissue in the area of her infusion sites and recent change in body weight contributed to the event.